Manufacturer narrative:
Reported event: the returned device was confirmed to be a rio® camera stand assembly, catalog #: 209927, lot#: unknown. Camera drifts. Device history: a device history review could not be completed as a lot number was not provided. Device investigation: fse on sight confirmed the bracket was loose. Camera was removed and tension on bracket was tightened. When the camera was re-attached it could support itself. Complaint history: a complaint history review could not be completed as neither a lot number nor a serial number was provided. Conclusion: it was reported by the mps that the camera drifts in a particular direction. The case was canceled after a 15 minute delay and fse confirmed the camera drift and it was fixed by tightening the bracket tension. Camera was attached and supported itself. Further action: none at this time.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when an error messaged displayed during the burring phase. In addition to this error message, the camera head was not stable enough to hold its position, causing the camera to swing in one direction making it difficult to achieve visualisation of all arrays. These errors added an additional 10-20 minutes of anaesthetic time to the case while troubleshooting and as the patient was consented to bilateral medial knee replacements, caused the surgeon to abandon case after completing the first (left) knee.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when an error messaged displayed during the burring phase. In addition to this error message, the camera head was not stable enough to hold its position, causing the camera to swing in one direction making it difficult to achieve visualisation of all arrays. These errors added an additional 10-20 minutes of anaesthetic time to the case while troubleshooting and as the patient was consented to bilateral medial knee replacements, caused the surgeon to abandon case after completing the first (left) knee.